Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a defective intraocular lens (iol) in a preloaded delivery system. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented incorrectly. Viscoelastic is observed in the device. The plunger tip is at the optic edge. The plunger is positioned slightly toward the left. The shaft of the plunger is severely bent inside the barrel upon return. The lens is almost at mid-nozzle. The leading haptic is in a straight position. The trailing haptic is almost completely tucked onto the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the report of ¿defective intraocular lens (iol)¿ cannot be determined. The lens was in an acceptable position for advancement in the device. The leading haptics was straight. It is unknown if this was the observed issue. Straight leading haptics are not a malfunction and are an acceptable position per the directions for use (dfu). Upon return the plunger was observed to be in the device oriented incorrectly. Severe plunger damage was observed. Excessive force would be needed to create the observed severe bend to the plunger shaft. The plunger would not have been able to advance the iol in this condition. It is unknown if the plunger was retracted and inadvertently removed and replaced incorrectly. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).